Event description:
It was reported that the insulin pump was exposed to moisture when it had fallen into a lake. The blood glucose reading was 359 mg/dl, which the customer treated for. The customer stated that there was fluid under the display screen and also a few cracks running from the screen across the device to where the battery cap was. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-32299.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.